Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while setting up the time on the insulin pump she was unable to change a.m. To p.m. Customer's blood glucose level was 426 mg/dl. The device was not returned.